Manufacturer narrative:
. E1 - name and address: postal code: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use the doctor inspected and tested the ncompass nitinol tipless stone extractor in an uncoiled position and found the device to function properly, during a transurethral lithotripsy (tul) procedure. When attempting to retrieve urinary (of unknown size) stones in the renal pelvis and ureter, using another manufacturer's ureteroscope, the stone was fragmented using a laser, and 1-2 fragments were retrieved using an ncompass nitinol tipless stone extractor. When opening and closing the basket there was strong resistance to operating the handle, so the physician stopped using it. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. Another unspecified device was used to complete the procedure without any problems. The laser was not used at the same as the basket, the patient was not under anesthesia when the device failed. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation evaluation description of event: as reported prior to use, the doctor inspected and tested the ncompass nitinol tipless stone extractor in an uncoiled position and found the device to function properly, during a transurethral lithotripsy (tul) procedure. When attempting to retrieve urinary (of unknown size) stones in the renal pelvis and ureter, using another manufacturer's ureteroscope, the stone was fragmented using a laser, and 1-2 fragments were retrieved using an ncompass nitinol tipless stone extractor. When opening and closing the basket there was strong resistance to operating the handle, so the physician stopped using it. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. Another unspecified device was used to complete the procedure without any problems. The laser was not used at the same as the basket, the patient was not under anesthesia when the device failed. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncompass nitinol tipless stone extractor was returned in an open package with label. Upon inspection no damage to the device was noticed. Handle was actuated, and the basket would open/close without issues. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found one non-conformance may have been related to the reported failure mode. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. A review of complaint history records shows no other related complaints associated with device lot. Adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.